Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery on (B)(6) 2019 due to loosening. Date of primary surgery and explanted product information is unknown. Surgeon implanted a new ø36/+6 standard humeral cup , a new ø36 eccentred glenosphere, a new ø24 glenoid baseplate and a new +10mm post extension.